Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having a recent device "adjustment" and now has a "nervous stomach". The device remains in use. No further patient complications were reported as a result of this event. It was later reported by the patient that they had a "nervous stomach" and were feeling "freezing cold" the previous day, and one other time since last device check. The patient was hospitalized the previous day for an ear infection. The patient was referred to physician to discuss symptoms. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed event type code from malfunction to injury.

Event description:
The patient reported having a recent device "adjustment" and now has a "nervous stomach". The device remains in use. No further patient complications were reported as a result of this event.